Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the device change out, fluoroscopy revealed externalized conductors on the right ventricular (rv) lead between the proximal side of the rv coil and elbow near the inferior vena cava (ivc). The lead remains implanted. The patient was stable before, during and after the procedure.